Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-01816, 01817.

Event description:
Allegedly on (B)(6) 2010, primary surgery was performed. After the surgery, the patient felt pain. The surgeon doubted loosening or infection or armd or metallosis. So revision surgery was performed on (B)(6) 2013. He couldn't confirm metallosis case on operative field. Medium activity level.